Event description:
It was reported that they are getting gridlines in the images, which caused the patient to be re-exposed. It was determined the grid needed to be replaced. Once this was completed, the unit is working as intended.